Event description:
Complainant alleged that during biomed testing the device did not power on and displayed a red "x". Complainant indicated that there was no patient involvement in the reported malfunction.